Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the screen was cracked because the customer fell off a bike while wearing the pump. The customer's blood glucose level was 263 mg/dl and was addressed with a corrective bolus. The contact confirmed that an alternate method of insulin delivery was available.